Manufacturer narrative:
H2: additional information. H6: - investigation conclusion: additional.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness and inflammation under the entire patch area which occurred on an unspecified day after the sensor had been inserted into the leg. The skin was prepped with alcohol prior to sensor insertion. The patient was treated by a doctor at the school clinic, where he was given an unspecified antibiotic injection. The patient was in good condition at the time of report. No additional event or patient information is available.